Event description:
It was reported that externalized conductors were observed via fluoroscopy. No electrical malfunctions were detected and no programming changes were made. Lead remains implanted. Patient will be monitored via follow-up. Patient condition is good.

Event description:
New information notes that the lead exhibited far field oversensing of atrial events. A lead replacement is planned.

Event description:
New information received notes that the lead was capped and replaced. The patient was in good condition following the procedure.